Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the transmitter gave an out of range signal on (B)(6) 2013. There was no out of range signal at the time of contact with dexcom technical support. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.